Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when the lever was pressed that the lens did not advance but conversely, wrapped itself around the blue plastic pusher. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).